Event description:
Per the clinic, the patient experienced a seroma at the implant site and underwent a procedure to drain the seroma on (B)(6) 2024. Subsequently, the patient experienced constant pain at the implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.